Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having trouble keeping the battery charged. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was discarded.